Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high out-of-range shock impedance measurement, measuring at 126 ohms. All the other lead values were in range and there were no stored events with noise recorded. The healthcare professional does not plan to bring the patient in for a follow-up, instead will only monitor the patient remotely. Boston scientific technical services recommended that the healthcare professional activate latitude red alarms for rv lead related to sudden changes in pacing impedance and detection of non-physiological signals feature on the device. There were no adverse patient effects reported and the rv lead remains in-service.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high out-of-range shock impedance measurement, measuring at 126 ohms. All the other lead values were in range and there were no stored events with noise recorded. The healthcare professional does not plan to bring the patient in for a follow-up, instead will only monitor the patient remotely. Boston scientific technical services recommended that the healthcare professional activate latitude red alarms for rv lead related to sudden changes in pacing impedance and detection of non-physiological signals feature on the device. There were no adverse patient effects reported and the rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.